Manufacturer narrative:
Co completed full functional and performance testing of the device and was unable to duplicate the alleged malfunction of erroneous leads off messages during normal operation. Intermittent inappropriate leads off messages were observed when moisture was introduced into the pt cable connector or the exposed precordial lead connector at the cable yoke, and when the device was exposed to a high humidity condition in an enviromental test chamber. During a visual inspection of the soldered connection between the preamplifier assembly and the main printed circuit, it was observed that contamination, most likely a result of the soldering process, remained on the printed circuit board. The circuit board was replaced and the device returned to the customer for use. In addition, a pt cable with a 90 degree connector, designed to allow the cable to remain attached at all times, was provided to the customer to facilitate keeping moisture out of the cable connector. Device maintenance was reviewed with the customer to emphasize the importance of ensuring moisture does not enter the pt cable connector or the yoke connector on the pt trunk cable.

Event description:
Ambulance personnel were attempting to monitor a pt complaining of dizziness en route to the hosp. Allegedly the device displayed a connect leads message and a flatline. After several minutes the message went away and the unit displayed the correct ECG rhythm. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.